Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for routine follow up visit, high, out of range, high voltage lead impedance issue was observed on the rv lead. There was also a r-wave amplitude variation on the lead. The high voltage lead impedance trend and capture issue on the rv lead were stable. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior and post-surgery.